Manufacturer narrative:
(B)(4). (UDI): n/a. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an initial left radial head replacement left elbow was performed in 2009, and subsequently the patient underwent a revision approximately one (1) month post implantation. During the procedure perforation of bone occurred, as during the revision surgery 11 years later notes cement had extruded out into soft tissues.

Event description:
It was further reported that the revision occurred due to patient pain.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, and h10. Reported event was considered confirmed due to medical records stating that during surgery perforation in radius occurred, as during a later revision cement was noted to be sitting in extra-osseous soft tissue of forearm. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.